Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 28jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen was in-operative. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 28aug2019, date of report : 03sep2019. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. The customer's biomedical engineer reported that the replacement of the motor controller printed circuit board was the resolution of this reported event. The power management printed circuit board assembly was also replaced. It was further reported that the device is now functioning correctly and is back in use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.